Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke and is recovering in the hospital. The suspected cause of the stroke was the patients pre-existing condition and not considered device or procedure related; however, this could not be confirmed. Information regarding any interventions is unknown. The device remains implanted in the patient.